Manufacturer narrative:
No indication of device being explanted.

Event description:
The manufacturer was informed that pvs23 was implanted on (B)(6) 2022. On (B)(6) 2022, platelet count was decreased to 20,000. It was mentioned that patient required platelet transfusion. As reported, the device is in the good condition. Patient clinical history and risk factors was reported as: ht and dm. There was no hematological disorders present in the patient before or during the hospital stay. The patient was not submitted to a test to exclude hit (heparin induced thrombocytopenia). Reportedly, patient is in good condition.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release.

Manufacturer narrative:
Based on the information available, it is not possible to draw a definitive root cause for the reported event. However, per the document review performed, no manufacturing deficiencies were identified with the percival valve involved in the event. Thrombocytopenia (tcp) in cardiac surgery is a very well-known phenomenon. The etiology is multi-factorial due to multiple factors including hemodilution, blood loss with volume repletion with platelet-poor fluids, platelet activation, consumption and destruction due to contact with foreign surfaces. Tcp following aortic valve replacement (avr) is also a common phenomenon. Patient factors and prolonged extracorporeal circulation all being recognized predictors of tcp following cardiac surgery.

Event description:
The manufacturer was informed that pvs23 was implanted on (B)(6) 2022. On (B)(6) 2022, platelet count was decreased to (B)(4). It was mentioned that patient required platelet transfusion. As reported, the device is in the good condition. Patient clinical history and risk factors was reported as: ht and dm. There were no hematological disorders present in the patient before or during the hospital stay. The patient was not submitted to a test to exclude hit (heparin induced thrombocytopenia). Reportedly, patient is in good condition. Based on the further information received, there was no bleeding tendency.